Event description:
Trach tube was removed to be changed. Once it was removed it was inspected by the rn and it was found to be cracked at the seam of the flange and top of the trach cannula. This is the 3rd time this has been an issue with this family in a 4 month period.